Event description:
Chemotherapy could have leaked out between the connection of the cytoguard and the needle. Instead the rn had clamped the chemotherapy line and instead it was normal saline that spilled on the patient's skin and into the glove of the rn. The connector leaked and it was not supposed to leak.======================manufacturer response for cytoguard closed luer lock, cytoguard closed luer lock (per site reporter).======================that it was a user error.